Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, due to wear of the forceps elevator lever the up/down knob could not be locked securely, due to a pinhole on the channel tube the water tightness was lost, the adhesive on the bending section cover was detached, chipped and cracked, the ultrasonic transducer had corrosion, the acoustic lens was damaged (the damage did not reach the glue layer), there was a chip in the adhesive area between the acoustic lens and ultrasonic probe, and the following had scratches; the connecting tube, objective lens, and the acoustic lens (the damage did not reach the glue layer). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the ultrasound gastrovideoscope had a defective angle. The device was returned for evaluation. During the device evaluation, the following was found: the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the bending section could not be identified and a definitive root cause of the issue could not be confirmed, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera ultrasonic gastrovideoscope olympus gf type uct260. Chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Reprocessing survey info: was the device cleaned, disinfected, and sterilized before being sent to olympus? Yes. Was there a delay in the start of pre-cleaning? Unknown. Did the customer wipe the insertion section? Unknown. Were there any abnormalities in the accessories used for reprocessing? Unknown. Did not soak the endoscope in cleaning solution? Unknown. Was the air/water nozzle wiped/brushed with clean lint free cloths, brushes, or sponges? Unknown. Olympus will continue to monitor field performance for this device.